Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced insulin leakage during a supply change with an ilet system, which was attributed to overfilling the cartridge, the plunger dislodging, and connecting the cartridge to the tubing before inserting it into the pump; education and troubleshooting were provided to complete a proper supply change, after which insulin delivery resumed and no alarms occurred. Symptoms included hyperglycemia with a reported blood glucose of 181 mg/dl and no other clinical effects. Outcomes included no medical intervention, no use of backup therapy beyond completing the supply change, and no reported adverse health effects. Investigation included user interview, troubleshooting, and education on correct cartridge fill volume and order of assembly. Investigation of this case revealed use error related to overfilling and assembly sequence, with the cartridge component implicated in the leakage and plunger displacement. It was concluded, based on previously established findings for similar reports, that the cause was user error.